Event description:
Patient was revised due to pain, fluid and metallosis. It was noted that the cobalt level was 3.6 and the chromium level was 1.9. Litigation papers received (B)(6) 2012 and attached. Complaint changed to legal. There is no new information that would change the outcome of the investigation. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (B)(6) 2012 - patients operative records received. Noted were fine linear scratches, which were multidirectional, on the femoral head. The taper had corrosive debris.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.